Event description:
Reporter alleged the customer obtained discrepant blood glucose results of 269 mg/dl back to back with a result of 130 mg/dl when testing was performed within 7 minutes on the advantage system. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.